Event description:
On (B)(6) 2011, pt reported the up and down buttons on the infusion device do not function. This had been an ongoing issue for "awhile," and she was able to hold the buttons longer or push harder for them to function. The buttons stopped functioning completely on (B)(6) 2011. Pt has used this infusion device for 4 years and boluses approx 4 times per day. The buttons pop up after they are pressed. Infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.